Manufacturer narrative:
Return analysis: the explanted device was returned and was subjected to cleaning, steam sterilizing, and engineering evaluation. The device seemed to be in good working order when received. Upon arrival the spherical ring was no longer retained in the spherical ring housing of the pole. The spherical ring of the pole showed significant wear. The wear was through the adlc coating and into the base material. The spherical ring on the base showed less wear, through one layer of adlc coating but not entirely through. There were no obvious manufacturing or design defects which contributed to the complaint.

Manufacturer narrative:
A review of the device history record confirmed that the device was manufactured and tested according to relevant procedures, and shipped according to manufacturer's specifications. Patient (B)(6) index procedure was performed on (B)(6) 2019. On (B)(6) 2023 apifix was notifed that patient (B)(6) underwent implant removal the month prior. It was further reported that it was a 'scheduled removal because of skeletal maturity'. Patient reported no problems prior to removal. Although no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of an apifix device was received, this event involved a removal surgery. Apifix believes that subjecting a patient to another round of anesthesia and additional surgery carries inherent risks, and in an abundance of caution, apifix is reporting this as an adverse event. The explanted device is expected to been returned to the manufacturer and will be evaluated; upon its completion, if new pertinent information comes to light, then a supplemental medwatch report will be submitted.

Event description:
On (B)(6) 2023 apifix was notified that patient (B)(6) underwent implant removal on (B)(6) 2023. It was further reported that "it was a 'scheduled removal because of skeletal maturity'. Patient reported no problems prior to removal."